Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the handle cannula was bent and detached. However, the measurements of the set screw depth and length met the specified requirements, showing that both the distal and proximal screws were within the allowed tolerance. Based on all available information, it is highly probable that factors related to the procedure itself or anatomical conditions encountered during the procedure may have influenced the device's performance and integrity. The handling and manipulation of the device during its use can potentially lead to kinks in the cannula, and after cause the handle cannula to detach. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the trapezoid basket was attached to an alliance handle. However, the pull wire broke when the handle was pulled. The basket was unable to be opened, so the basket was pulled out from the patient. There was no stone inside the basket. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2023. During the procedure, the trapezoid basket was attached to an alliance handle. However, the pull wire broke when the handle was pulled. The basket was unable to be opened, so the basket was pulled out from the patient. There was no stone inside the basket. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block e1: initial reporter facility name: (B)(6).